Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was fluctuating between internal battery and ac power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 was fluctuating between ac and battery power. The rse advised the customer of the 4th gen power management (pm) pcba that would be installed. The v60 has been removed from service, and onsite service would be provided. It was reported that the device was repaired. The power management pcba was replaced, and the issue was resolved.